Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing "pain" after surgery which led to "multiple ambulance visits." Further investigation showed that "one of the leads came loose" (right ventricular lead dislodged). The lead was removed and replaced "about 10 days after the original surgery." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.